Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual device: it was found that a blue cap had been attached to the blood inlet port. After removing the blue cap, the blood inlet port was confirmed and found that it had been warped. Magnifying inspection of the warped section of actual device: it was found that the blood inlet port had been warped from the outside to the inside. Visual and magnifying inspections of the removed blue cap: no anomaly such as damage was found on the blue cap. Simulation test: the following simulation test was performed assuming a situation in which force was applied to the blood inlet port. The blood inlet port was pressed against a hard object to apply force. It was found to be warped similar to that of the actual device. With a blue cap attached to the blood inlet port, force was applied. As a result, the blue cap was deformed and found that the condition was different from that of the actual device. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, it was found that the blood inlet port of actual device was warped. As a possible cause of occurrence, from the simulation test result, it was likely that some force was applied to the blood inlet port. In ashitaka factory, after performing 100% visual inspection of the device, a blue cap is attached to the device. Since no anomaly such as damage was found on the returned blue cap, it was inferred that the actual device was warped after removing the blue cap. However, it was not possible to clarify exactly when the actual device was warped. The instructions for use (IFU) (capiox fx05) has the following cautions regarding damage. "Do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." "If the product is dropped during set-up, do not use it. Replace with another device."

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: unknown. E2: health professional: unknown. E3: occupation: ccp. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that the port seemed to be warped. The vent occurred during prime. The event caused a delay in the beginning or continuing of the procedure. The product was changed out and the procedure was completed successfully. The event did not cause or contribute to an injury. No blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The manufacturing record and the shipping inspection record of the actual product found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, no anomaly was found in the manufacturing records. Since the actual device could not be investigated, it was not possible to clarify the cause of occurrence. In order to clarify the cause of occurrence, we would like to ask for your cooperation in obtaining the actual device. The instructions for use (IFU) (capiox fx05) has the following cautions regarding damage: "do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off." "If the product is dropped during set-up, do not use it. Replace with another device."